Event description:
It was reported during an ablation procedure air leaked from the hemostasis valve of a fast-cath introducer. The physician placed a fast-cath introducer/dilator assembly over a guidewire into the pt. The physician flushed the side port of the introducer and noted air in the side port. He exchanged the introducer and the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history record confirmed the device met mfg requirements prior to shipment. The cause for the reported event remains unk; however, the most likely root cause classification the reported event is consistent with operational context as device performance was limited due to anatomical / procedural factors.